Event description:
Complainant alleged that while treating a pt (age & gender unk) the device displayed a "poor pad contact" message with electrode pads attached. The medics put a new set of electrode pads on the pt and received a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.